Event description:
It was reported that during an unknown procedure, the staples applied by this linear cutter did not close. The case was carried out and finished by using a new device. There was no patient consequence. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: during what kind of procedure was the device used? Laparoscopic colon surgery. On what tissue type was the device used? At what location on the tissue? Colon tissue was it used on thick tissue? Yes. What was the outcome, leakage, bleeding or other please specify? None reported. Another device was used to close the staple line. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? At the 1st. During which stroke did the event occur? At the 1st. What color cartridge was being used? White. Was the cartridge correct inserted, did the hear the 'click?' Yes. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.